Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported a dialyzer blood leak that occurred during a patient¿s hd treatment. Additional information was obtained through follow up with a registered nurse (rn) from the unit. The rn stated the blood leak occurred less than three minutes into the patient¿s treatment. The blood leak was reportedly internal, and visible within the dialysate compartment of the device. The machine, a fresenius 2008k2, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood, and it tested positive. No visible damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood contamination was noted in the header on the cavity ID end. During gross visual examination, a fiber fragment was identified on the outside of the fiber bundle in the non-cavity ID end header at approximately 90 degrees, with the dialysate ports situated at 0 degrees. Upon laboratory bubble point testing, it was confirmed that an internal leak occurred from where the fiber fragment was identified. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the identified fiber fragment was noted to be potted and measured approximately 5.85 mm in length. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane surfaces were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.